Event description:
It was reported to philips that the system was unable to power on. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to power on. Upon functional testing, the fse found that the ups alarm panel in control room was alarming, and ups had been put into maintenance bypass mode due to generator testing. To resolve the reported issue, the fse put the ups back into normal operation mode. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.